Event description:
The pump was reported as having been sent for repair. During investigation, the ehl indicated error code 46700, which is classified as a high-priority alarm capable of interrupting therapy. This malfunction renders the event reportable. No patient involvement or adverse events were reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log (ehl) identified error code 46700. The service history indicates that the device had not previously been serviced. Visual and functional inspection revealed a bubble in the dso seal, and defects in both the lock and lock sensor. The complainant¿s allegation was confirmed; however, the probable cause could not be determined. Corrective actions include replacement of the dso seal, lock and lock sensor, and the main board. The technician confirmed resolution of the reported issue, and the device will undergo functional and delivery testing. The pump will be returned to the customer once all functional and accuracy test results meet specification. If any test fails to meet specifications, the device will be returned to the technician for further evaluation.